Manufacturer narrative:
This explant was reported in error and has previously been reported to FDA as per report 6000034-2019-01167. This report is submitted on march 2, 2020.

Event description:
This explant has previously been reported to FDA as per report 6000034-2019-01167.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on an unknown date. A re-implantation is planned (date unknown).